Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support has requested the customer to return the suspect device to the fa-lab facility for repair and further investigation. At this time, no root cause has been determined. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator was alarming motor fault while on a patient. The customer claims there was no patient harm in this event.

Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. A vyaire field service representative (fsr) evaluated the device on site and found ac power cord loose on back of vent due to power cord being bent at a 180 degrees. Straightened power cord and secure the ac plug in. Ran vent for 15 minutes and it did not alarm the vent - inop error. Performed ovp and all test passed per vela service manual.